Event description:
Hcp reported that the pump was removed for end of life. A fluoroscopy dye test was done on the catheter and the results showed leaks in the catheter. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.